Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry near vision. The lens was explanted and replaced with advanced technology intraocular lenses (atiol) in a secondary procedure. The clinical reason for the explantation was that the patient had a monofocal distance iol. There was no further impact to the patient. According to additional information received, the surgeon reported that the event experienced by the patient was due to the implanted iol because it was a monofocal lens. It was undetermined if the patient's issues were resolved, and the surgeon's prognosis was good.

Manufacturer narrative:
Additional information was provided in b.2; b.7; b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the different lens model but half a diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.